Manufacturer narrative:
Results: a sample was sent to bdj and the defect was confirmed. Photos attached confirmed what appeared to be a double shot defect (plastic molding) on the bottom of the tube. There were no quality notifications related to this incident. Conclusion: based on the receipt of the evidence forwarded, bd recognizes the incident occurred with the client and puts that complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that bd vacutainer® edta tube 13x75mm 2.0ml plastic leaked blood from the gate. Photos indicate the bottom of the tube is where the leakage occurred. Bdj observed the sample and confirmed the defect. No serious injury, medical interventions, or mucous membrane exposure was documented.